Manufacturer narrative:
Additonal information received: d4 product expiration date obtained. The customer's reported complaint description of the patient thrombosis (blood clot) cannot be confirmed due to the patient centric nature of this serious adverse event (sae). No port product was returned to angiodynamics for evaluation since there was no reported port device malfunction or performance issue during use, just patient sae of blood clot. Thromboembolism is cautioned in the device dfu as potential complication for an implanted port system. A device history record review of the packaging lot revealed no quality related issues or manufacturing deficiencies at the time of manufacture. There have been no other reported complaints for the indicated packaging lot for similar port defective/malfunctioned issue. Labeling review: the directions for use (dfu) that is supplied with this device, contains the following statements: catheter placement considerations: warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. After implantation and during system use: each access to the vortex® mp port system should be performed using aseptic technique. · use only non-coring needles with the vortex® mp port system. The noncoring needle design helps maintain the self-sealing septum. Under qualified procedures the vortex® mp port system allows up to 2,000 punctures with an angiodynamics® 22 gauge noncoring needle, when tested at 10 psi. This pressure exceeds the typical levels experienced in clinical practice. · do not use a syringe smaller than 10 ml. Smaller syringes may create an over-pressurized condition in the system. Warning: for chest placement, avoid medial catheter placement instructions for implantation of the vortex® mp port into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route to the subclavian vein. Note: a port placed too deeply may be difficult to palpate and access. Potential complications: use of the system involves potential risks associated with any implanted device or indwelling catheter. They include, but are not limited to: - infection, - occlusion, - drug extravasation (leakage), - catheter pinch-off, - fibrin sheath, - thromboembolism. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint continues to be monitored for trends. Reference (B)(4).

Event description:
On or about (B)(6) 2011, plaintiff underwent placement of an angiodynamics vortex product, reference number lvtx5213. The device was implanted by dr. (B)(6), m.d., at (B)(6) in (B)(6) , for the purpose of ongoing vein access, due to sickle cell disease. On or about (B)(6) 2018, plaintiff's port was, allegedly, defective and was removed by dr. (B)(6), m.d., (B)(6) hospital. No further details were provided.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).